Event description:
The customer reported leaking at the syringe and set female luer connection. The user noticed fluid on the floor and traced the leak to the connection. There was no report of patient or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak at the connection because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.